Event description:
It was reported that the user experienced recurrent low blood glucose episodes consistent with a roller coaster pattern, after self-treatment of hypoglycemia. The user acknowledged consuming excess carbohydrates due to nervousness and received education on proper correction protocol. Symptoms included anxiety, distress, and hypoglycemia reaching 57 mg/dl. Outcomes included urgent low glucose requiring oral glucose treatment. Investigation included complaint intake and user education focused on hypoglycemia correction practices. Investigation of this case revealed user management of hypoglycemia with potential overtreatment leading to repeated lows, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to hypoglycemia correction.